Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set connection spike had separated from the port of the twin bag during priming, after draining was completed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.